Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through this evaluation. Review of the submitted log files confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase and plasma free hemoglobin could not be conclusively established. The submitted log files contained overlapping events and data from (B)(6)2024 and captured elevations in pump power and flow. Of note, some of these elevations were captured during pulsatility index events. No other notable events were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii lvas. Section 1 also provides an explanation of pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current. Therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also explains that device flow and power generally retain a linear relationship at a given speed and notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, "patient care and management," explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines indications of pump thrombosis, as well as how to respond to such events, and provides information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had continued to have elevated flows and power since their pump exchange on 19oct2024 (cs-202920). The patient's lab work was "reassuring" and the patient was doing well post operatively and asymptomatic. Log files were submitted for review and captured multiple fluctuations in flow and power throughout the event history. It was additionally reported on 17dec2024 that the patient's lab values over the past two weeks had seen an increase in lactate dehydrogenase (ldh) from 237 to 334 and an increase in the patient's plasma free hemoglobin from less than 30 to 60. The most recent lab work was obtained on 13dec2024, and it was noted the patient would have repeat labs done on 17dec2024 for comparison. Additional log files were submitted for review due to concern for thrombus. Log files captured above baseline pump powers throughout the log with powers noted mainly between 7-10 watts which were considered on the high side based on the pump speed of 9600 revolutions per minute (rpm). It was noted that for recent heartmate2 implants there can be what¿s called a ¿burn in¿ phase where they will get these higher powers as the ruby bearings settle in and eventually the higher powers would come down to a more baseline level. It was also noted that there is a possibility of thrombus due to the increase in power and decrease in average pulsatility (index (pi) over time, however the presence of thrombus could not be confirmed or ruled out via the log files.